Manufacturer narrative:
Common name: instrument, biopsy; biopsy needle kit. Procode: knw. PMA/510k#: k973565. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control as well as an inspection of the device were conducted during the investigation. The returned device exhibited difficult separation of the stylet and needle. Additionally, the failure could be recreated by forcibly re-tightening the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the product returned, and the results of our investigation, the root cause was traced to manufacturing. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
It was originally reported that the international customer was unable to start using the needles without using what was believed to be an inordinate amount of force. After the application of this force, the complaint device was deployed and the procedures were successfully completed. It was discovered during the investigation portion of the evaluation of this incident that the failure mode as reported by the customer likely describes a difficulty in separating the needle and the cannula.